Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a coil embolization procedure in the portal system using a pod coil, non-penumbra coils, pod packing coils (packing coil), and a non-penumbra microcatheter. During the procedure, the physician successfully placed five non-penumbra coils and two packing coils into the target location. While advancing the next pod coil through the microcatheter, the physician experienced resistance. The physician continued to advance the pod coil and the embolization coil unintentionally detached within the microcatheter. The microcatheter containing the detached embolization coil was removed. It was reported that the microcatheter may have been kinked. The procedure ended at this point. There was no report of an adverse affect to the patient.